Event description:
A caller reported a malfunction on the pump, specifically displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arise.